Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a solicited report by a physician from (B)(6) of sterile peritonitis of moderate severity, and break in aseptic technique in a patient coincident with extraneal viaflex, lot number 10f12g37, and physioneal 35 unknown bag, lot numbers 10a16g71 and 09l02g70, therapies intraperitoneally (ip) during automated peritoneal dialysis (apd). On an unreported date, the patient experienced a break in aseptic technique, described as the patient disconnected to go to the toilet. On (B)(6) 2010, the patient developed sterile peritonitis manifested by cloudy effluent, abdominal pain, and drain difficulties. On (B)(6) 2010, the patient received treatment with cefazoline and ceftazidime ip. On an unreported date, the ip antibiotics were not tolerated due to pain and drain difficulties and were discontinued. The sterile peritonitis was considered aggressive, and extraneal viaflex, and physioneal 35 unknown bag therapies were switched to hemodialysis. The patient was started on endovenous therapy, and the patient's catheter was surgically removed and relocated. The reporter believed the root cause of the sterile peritonitis was a break in aseptic technique. Pd solutions were not reintroduced. On (B)(6) 2010, the sterile peritonitis resolved and the patient was discharged. The reporter believed the sterile peritonitis was related to extraneal viaflex therapy. The reporter believed the sterile peritonitis was not related to physioneal 35 unknown bag therapy. The reporter did not provide an opinion of causality for the break in aseptic technique.